Event description:
Patient implanted with prodisc-c at c5-c6 was revised. Patient reported discomfort and experienced adjacent level break down at c6-c7 and build up of osteophytes at c5-c6. Patient was revised to an alternate system and is reported as recovering well.

Manufacturer narrative:
Part number and lot number: information was not provided during initial report. Additional information has been requested. Manufacturer and PMA number can not be determined without a part number. Manufacture date can not be determined without a part number and a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.